Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision procedure as the device was not performing as expected. Atrophy was the suspected cause for the event and it was confirmed during surgery. The entire aus was removed and replaced. It was indicated that the existing cuff was correctly sized and located; however, the new cuff was relocated. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.